Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 "keeps switching off with no warning." Per additional information from the customer, the device unexpectedly powers off during measurement and can no longer be powered on. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was able to be manually powered on via battery and ac power. However, the screen turned black and a 12-beep watchdog alarm was triggered on the device due to a defective u16 component on the connectivity board. The output voltage of the component was determined to be low. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 "keeps switching off with no warning." Per additional information from the customer, the device unexpectedly powers off during measurement and can no longer be powered on. There was no patient impact or consequence reported.